Event description:
The account alleged the brakes were not locking. No injury reported.

Manufacturer narrative:
The technician found upon eval the account was not fully locking the foot brake caster. The technician in-serviced the account on the brake functions to resolve the issue.